Event description:
The customer reported that the jaws could not be opened while on colon tissue. Tissue was cut around the jaws to remove the device. There was no excessive blood loss or tissue damage. When the device was removed from the surgical field the jaws opened without force or manipulation. A second device used to complete the procedure and there was no serious injury to patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.